Event description:
Hcp reported the pt presented with increased pain and weakness. An MRI was performed which showed an inflammatory mass. The pump was turned down to a nominal rate and filled with saline. The pt has been referred to a neurosurgeon. The catheter and pump remain implanted to date. The pt's pain and weakness is reported to be slightly better.